Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm icl implantable collamer lens and the lens was reported as high vaulting, with narrow angles. The lens remained imlanted. Additional information has been requested but none has been forthcoming.